Manufacturer narrative:
It was reported that during a shoulder arthroscopy the surgeon noted metallic debris in the patients shoulder. The surgeon was able to irrigate the patients shoulder to clean out the debris, changed the shaver with a new device and continued the procedure without further incident. The device was returned to the manufacturer for evaluation. Upon visual evaluation there was a damaged/warped spring cap and there was little to no visible lubricant observed on the inner shaft of this device, however there were no metallic shavings observed. A definitive root cause for the reported issue could not be determined at this time. There is no additional information available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that during a shoulder arthroscopy the surgeon noted metallic debris in the patients shoulder.